Event description:
In (B)(6) 2009, the patient started peritoneal dialysis (pd) treatment. On an unreported date in 2010, a peritoneal effluent culture was performed; result of the culture was (B)(6) and the patient was diagnosed with bacterial peritonitis. The patient discontinued pd therapy and transferred to hemodialysis. Outcome of the event of bacterial peritonitis was not reported. Concomitant medications were not reported. The reporter believed that the bacterial peritonitis with (B)(6) was not related to pd therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.